Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Plaintiff reported unknown side "plaintiff alleges that one or more biocell devices caused personal injuries and damages, including but not limited to the following: a diagnosis of bia-alcl, open skin sores, sicca syndrome, triggered vasculitis, dry and painful eyes and mouth, rashes, tingling skin, hair loss, severe inflammation of lymph nodes, invasive surgeries to remove breast implants- not device related., capsules, lymph nodes and total mastectomy leaving permanent scars, chemotherapy, radiation, multiple contrast-requiring and/or radiation-exposing scans, substantial hospital- not device related., medical and pharmaceutical expenses, loss of earnings, fear of cancer recurrence, emotional distress, pain and suffering." Device has been explanted.